Manufacturer narrative:
As reported in a research article, a patient had dyspnea and was treated for valve thrombosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "thrombolytic treatment of prosthetic valve thrombosis: a study using urokinase " was reviewed. It was reported that a (B)(6) year old male was implanted with a sjm mitral mechanical valve. 97 months post-procedure the patient experienced dyspnea due to prosthetic valve thrombosis(pvt). The patient did not receive adequate anticoagulant therapy when diagnosed with pvt. The patient underwent thrombolytic therapy and was treated with a dose of 5,250,000 iu of urokinase. Post-treatment there was no significant improvement in valve activity and the cross-valve gradient, but the patient did not experience any complications. The article concluded that urokinase is more convenient and successful in the treatment of pvt. The primary author of the article is feng huang, department of cardiovascular surgery, fujian provincial hospital with the correspondence email of aney0329@163.com.